Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam console was returned for investigation. The reported "e03 - console error" message was able to be reproduced in addition to a "e02 - console error" message. E02 was triggered when priming at 50% and e03 was triggered priming at 100% pump power. The encoder was observed to have irregular signals using an oscilloscope, which was a sign of a misaligned encoder wheel. Contaminants observed on the encoder were tested to be pump cartridge piston oil and is funneled through the pump nest intake. However, this contaminant is a lesser contributor to the e02/e03 compared to a misaligned encoder. A review of the aquabeam robotic system's log file confirmed the e03 error message in addition to an e02 error message. The procedure was aborted altogether. A total of 39 minutes and 15 seconds of downtime, from the first e03 error appearing at 9:35:26 to the system shutting down at 10:14:41. A review of the device history records (DHR) were conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or aquabeam console associated to this event. The review indicated that the system and/or aquabeam console met all required specifications upon release for distribution. A review of similar complaints confirmed that there are three (3) other similar events. The aquabeam robotic system user manual, um0101-00 rev. E, states: table 5 system detected errors and faults "e02 - console error release foot pedal and click x. If error persists, turn off and turn on console." "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the encoder misalignment was due to the incorrect spacer tool being used. A new spacer tool was implemented on (B)(6) 2020 to address encoder alignment issues. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e02 - console error" was generated by the aquabeam robotic system. The error message could not be cleared during troubleshooting steps. Therefore, the treating physician proceeded to stop the procedure and rescheduled for a later date. There were no adverse consequences to patient's health.